Event description:
Patient reports continued vaginal pain without vaginal bleeding or discharge. The vaginal sling was underneath the urethra. No vaginal erosions. After the sling was removed, cystoscopy was performed and the right arm of the sling was traversing the right lateral/anterior aspect of the bladder for approximately 1.5cm. The area was encrusted. There were surrounding reactive changes in the bladder mucosa.